Event description:
The user facility reported that during an unspecified type of laparoscopy procedure, the user experienced a complete loss of image. The procedure was reportedly completed with a different, but similar device and there was no pt injury. No further detailed info was provided by the user facility.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of image difficulty. The device was tested and there was no image found. The outer tube was bent, had multiple dents and scratches, which likely contributed to the image difficulty. There were dents on the objective lens, and on the video connector. The meniscus lens was cracked. The light guide cable unit was buckled below the protector boot on the control body side, and the contact pins were corroded. The cause of the user's experience was attributed to a damaged outer tube. Based upon the results of the investigation, the cause of the reported phenomenon was likely due to user handling. This report is being filed as a medical device report in an abundance of caution.